Event description:
Additional information received reported that the patient was unable to make changes to settings. The reporter stated that there was battery depletion and the implantable neurostimulator was replaced. It was noted that there was no hospitalization. A follow-up report will be made if additional information becomes available.

Event description:
It was reported the patient had not felt stimulation as of the prior 2-3 weeks. The device was off, and the battery was reported as reading as low. An impedance test found impedances greater than 4,000 ohms on all contacts. An x-ray was taken and the clinician believed it looked like the lead had a kink in it, however, a 'formal reading' on it had not been done. No falls or surgeries with cautery were reported. The patient increased voltage on the device but could not feel stimulation. Prior to the event the patient was doing quite well and had no issues. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v162088, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).